Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the damage to the exposed portion of the soft cannula occurred or if it contributed to the reported event. No timeouts or drive stalls were seen on the data. Device ran for 2518 pulses. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l(396 mg/dl) while wearing the pod on the leg between 36 and 48 hours. A correction was administered using the pod but the bg levels did not decrease. A new pod was applied to treat the hyperglycemia.